Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring chest tube and hospitalization. The physician used a compatible forceps and a cytology brush for the biopsy of the target nodule during the procedure. On 31-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician believed that the ion system did not contribute to the pneumothorax. It was believed that the pneumothorax could have occurred via another modality. A malfunction of an ion product did not occur. The pneumothorax was identified via a CT scan. The initial size of the pneumothorax was small and did not increase over time. A chest tube was immediately placed. The size of the lesion biopsied was 1.8cm by 1.3cm, was located in the right middle lobe (rml) and abut the pleural surface. The patient did not experience any additional symptoms. The patient was observed for a few hours and then discharged home the same day. It is unknown if the chest tube was removed prior to discharge.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 29-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed an asymptomatic pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was observed for a few hours and then discharged home the same day. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.